Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple errors alarm. The customer blood glucose level was 220 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump exposed to airplane scanner. Customer stated that the insulin pump had critical pump error. Customer states they went to swimming and insulin pump had frozen display as well as insulin pump had broken force sensor was detected during seating or regular delivery alarm occurred after the time that the buttons were not responding. Customer reports they were unable to clear the alarm, power loss alarm and program insulin pump. Customer reports the time clock did not advance. Customer did not call back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reports the screen was not completely blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the electronic assembly and force sensor. Unable to verify frozen screen and unresponsive keypad or perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm. Moisture damage was also found on the motor and vibrator. No moisture damage on the keypad assembly noted.